Event description:
It was reported that after the implant procedure the patient experienced pain due to the spinal cord stimulator (scs) implant procedure. The patient was admitted to the hospital. Medication was administered due to elevated potassium levels caused from decreased kidney function from overuse of pain medication. The patient was released from the hospital and was recovering at home. The device remains implanted and in service.